Manufacturer narrative:
E1 establishment full name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an error code e238 during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material inside the nozzle, error e237 (scope error). A root cause could not be identified. Based on the results of the investigation, since the reported malfunction did not reoccur during investigation, a probable root cause could not be identified. Moreover, the most probable cause of the foreign material present inside the nozzle was not established, and the error e237 (scope error) was not traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified/the following deviation from instructions for use was confirmed.

Event description:
No additional information received from the customer.